Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a benchmark 6f 071 delivery catheter (benchmark) was kinked near the strain relief upon removal from its packaging. The damage to the benchmark was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was kinked approximately 4.5 cm from the hub. The benchmark was ovalized approximately 92.0, 96.0, 98.0 thru 100.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the catheter was kinked near the hub. If the device is forcefully retracted at extreme angles during removal from its packaging, damage such as a kink may occur. Further evaluation of the returned device revealed that the benchmark was ovalized. This damage was likely incidental to the reported issue and may have occurred due to packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.